Manufacturer narrative:
The manufacturer previously reported an allegation of a ventilator not providing enough pressure. The ventilator was returned to a third party service center for evaluation and the customer's complaint could not be duplicated. The device was found to operate and alarm as designed.

Event description:
The manufacturer received information alleging a ventilator was not providing enough pressure. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.